Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll approved service provider evaluated the device onsite. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Following testing, the device was determined to be operating as expected. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.